Event description:
It was reported that this left ventricular (lv) lead was fractured as confirmed via x-ray. This lead was removed but the tip of the lead broke off and remained inside the blood vessel. This lead was surgically abandoned. No additional adverse patient effects were reported.